Manufacturer narrative:
H3; analysis of the pump (sn: (B)(6) identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in january 2016. Analysis of the catheter identified damage in the seal material in cup of the sc connector. The damage did nto result in a leak during the in-line pressure leak test or affect the performance of the catheter. H6; pump codes; the previously reported conclusion code 11 no longer applies to this event and has been updated to 24. The previously reported results code 3233 no longer applies to this event and has been updated to 180. Catheter codes; the previously reported conclusion code 11 no longer applies to this event and has been updated to 67. The previously reported results code 3233 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving morphine (20.0 mg/ml) via an implanted pump. It was reported the patient had a pump motor stall after a MRI in (B)(6) of 2020. The pump was replaced and the hcp was unable to aspirate the catheter as it was occluded. The pump was replaced and the catheter was revised. The issue was noted as resolved.